Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via x-rays. Surgical intervention took place wherein the lead was explanted and replaced with two leads to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.